Manufacturer narrative:
Technician replaced the trend valve unit to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Information received indicates drift in the head hi/low function.